Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there were issues with the sensor. Caller reported that the sensor alarmed lost sensor alert. Customer's blood glucose at the time of the incident was 99 mg/dl. Caller reported that when he removed the sensor he could not find the cannula. Product is not expected to return.